Event description:
Initial troponin t result of <0.010 ng/ml. Same sample repeated on a different instrument, same method, recovered 0.812 ng/ml. Same sample repeated two more times on the second instrument recovered <0.010 ng/ml each time. A second sample from the same pt, drawn at the same time, was also tested on the second instrument and gave result of <0.010 ng/ml. The erroneous result was not reported. The field service rep was unable to determine a cause for the discrepancy.